Event description:
Left-side capsular contracture, baker grade unknown and during surgery, the surgeon noticed bubbles in the device raising concern of a possible rupture.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure. The cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. Not enough intact shell for break testing. "Pinhole" sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.